Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The bag to ventilator microswitch was replaced.

Event description:
The hospital alleges that the bag to ventilation switch was not functional. There was no report of patient involvement.